Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27th april 2026, it was reported by an arthrex employee via email that for an ar-12990n, scorpion¿ needle, knee, a 1.3 mm suture tape was loaded onto the scorpion and used, however, the needle did not emerge from the upper jaw. Upon inspection, it was confirmed that the distal portion of the needle had fractured. This was detected during a meniscal repair procedure on (B)(6) 2026. The procedure was completed successfully by using a product with the same part number. No significant surgery delay reported. Nothing remains in the patient. No additional anesthesia administered to the patient.